Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
During trouble shooting for an unrelated service code, the customer reported their AED began reporting replace battery pack now. They reported that this did not occur during patient use.